Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
Post deployment of a 29mm sapien xt valve, the patient developed a bbb and it was decided to implant a ppm 3 days later. Post balloon aortic valvuloplasty (bav) the patient developed a transient bundle branch block (bbb). The xt valve was deployed in a 60:40 aortic/ventricular position with no paravalvular leak (pvl) and no central leak. Post deployment the patient had a persistent bbb. The esheath was removed without issues. After the access site was closed, a slight dissection caused by the perclose device was found in the left common femoral artery; no treatment was required. The patient was transferred in stable condition to recovery. On that afternoon, the patient went asystole and a transvenous pacemaker was placed. 3 days later, during ppm implantation, there were complications and the patient expired. The cause of death is unknown at this time. The patient had pre-existing conduction system disorder.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Despite multiple investigational attempts, it was not possible to obtain additional details regarding the ppm implant procedure and the patient¿s demise. In this particular case, the cause of the bbb cannot be confirmed. It is possible that this patient comorbidities (i.e. Pre-existing conduction system disorder) in combination with procedural factors may have caused or contributed to the event as explained in the technical summary mentioned above. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.